Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, (B)(4).

Event description:
It was reported that the patient was experiencing pain at the pocket site and was not getting an adequate pain relief. It was also noted that the patient was feeling overstimulation and undesired stimulation every night when sleeping. Database analysis revealed no anomalies. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post-operatively.

Event description:
It was reported that the patient was experiencing pain at the pocket site and was not getting an adequate pain relief. It was also noted that the patient was feeling overstimulation and undesired stimulation every night when sleeping. Database analysis revealed no anomalies. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post-operatively.

Manufacturer narrative:
Sc-1160, (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.